Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was blank screen. Customer states that after battery change the screen of the pump stays blank. Customer states that rewind and prime taking longer and buttons are not responsive all the time but still responding. Customer states that pump not working correctly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.